Event description:
It was reported that a pocket revision was done at the end of (B)(6) 2013 because the implantable neurostimulator (ins) flipped on its side and caused pressure at the incision site. During opening of the pocket, the doctor accidentally cut the lead when trying to remove scar tissue. The patient was kept in the hospital and the manufacturer representative was called in to assist with the revision. Additional information received reported that the device was determined to have flipped upon manual palpation by the physician. No imaging confirmation was done. A revision was scheduled. During the revision, the lead was accidentally cut. The manufacturer representative was not there for this procedure. Both the lead and ins were removed and discarded. A new ins and lead were placed. The patient was receiving good therapy, but a new issue surfaced. Please refer to mfg. Report 3004209178-2013-17479, as the new issue that arose pertains to this report (shocking).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va071f1, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).